Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.

Event description:
Reference number (B)(4). Event occcured in denmark it was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose (bg) was high and the patient was treated with pump and multiple daily injection (mdi). No further information available